Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant the atrial lead exhibited a capture anomaly, no sensing and impedance issue. The lead was not used and a new lead placed successfully. No patient symptoms were reported.